Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included anesthetics and general. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic discomfort ("pelvic discomfort"), menorrhagia ("menorrhagia / increased bleeding"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge"), rash ("skin rashes"), abdominal pain lower ("cramps"), fatigue ("fatigue"), back pain ("lower back pain"), abdominal distension ("bloating"), menstruation irregular ("irregular menses"), pelvic pain ("pelvic pain") and immune system disorder ("signs of a weakened immune system."). The patient was treated with surgery (for removal of the essure coils). Essure was removed. At the time of the report, the device dislocation, pelvic discomfort, menorrhagia, dysmenorrhoea, vaginal discharge, rash, abdominal pain lower, fatigue, back pain and abdominal distension outcome was unknown and the menstruation irregular, pelvic pain and immune system disorder had not resolved. The reporter considered abdominal distension, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, fatigue, immune system disorder, menorrhagia, menstruation irregular, pelvic discomfort, pelvic pain, rash and vaginal discharge to be related to essure. The reporter commented: plaintiff would ultimately undergo surgical removal of the essure coils in (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2013: essure coil has migrated on (B)(6) 2013, hysterosalpingogram exam showed the findings were unremarkable, and occlusion was viewed in both fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.